Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. The pump powers on with auditory and vibrational alerts, but the display remained blank, thus the power complaint could not be investigated. During a visual inspection of the pump, no damage was noted to the battery cap or compartment and the returned battery and cartridge caps were used for the investigation. A leak test was performed which confirmed the pump was leaking from a leak in the keypad. The pump cover was removed and moisture ingress was found inside the pump on the display flex/connecter. A test display screen was used and it was confirmed the pump was able to power up and display the verify screen using this. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.